Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed the lens was observed stuck in the returned cartridge. Both lens haptics were observed at folded position. It was confirmed that there was no product quality issue for the reported event. Patient anatomy issue was indicated. However, ¿¿stuck in cartridge¿ was verified in the sample received. Manufacturing records were reviewed and the lens was manufactured according to specification. There are no discrepancies found during the mrr (manufacturing record review). There was no associated deviation or non-conformity report found in the mrr related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the mrr, analysis of the returned lens, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zcb00, was implanted, the patient's eye anatomy would not support the lens. The surgeon decided to remove the lens and replace it with another (manufacturer unknown). An incision enlargement was conducted but no vitrectomy was performed. No patient injury post-op. The surgeon said it was not a lens quality issue. No additional information was provided.